Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. E105 is a lamp error (disconnection of led or short-circuit was detected). The subject device was manufactured before the crimp process method of a faston terminal was changed on october 28, 2014 to improve the crimp processing method of a faston terminal of the cable unit. The manufacturer determined that the failure occurred because the contact resistance of the faston terminal and led unit increased due to an oxide film generated and that colors became abnormal because any one of the lighting led (w-led or v-led) did not light up. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
During troubleshoot via telephone, the technical support engineer advise the user facility to send the unit in for service to resolve the issue. The unit was was returned to the service center and the evaluation and the reported malfunction was determined to be due to loose/old version led cables. Additionally, it was recommended the unit's software be upgraded to the latest version. The unit is pending repair. A review of the unit's repair history shows no previous repair records; the unit was purchased on april 2, 2014. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported an e105 error from the video system center during inspection prior to use. Upon boot up, the error does not appear, however, when plugging in the light cord for the endoscope, it is causing the video system center to turn on the light emitting diodes (leds) prompting the error e105. No patient involvement or harm was reported.